Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a blood glucose low in the 30s that was self-treated, followed by prolonged hyperglycemia in the 300s after over-treatment, and the patient also reported a past observation of a leaking cartridge from the plunger during a change. Symptoms included symptomatic hypoglycemia. Outcomes included no hospitalization or emergency care, and the patient received user education on prevention and treatment using the ilet. Investigation included requests to pull device logs and attempts to obtain the cartridge lot number. Investigation of this case revealed that the cause of the hypoglycemia and subsequent hyperglycemia remained unclear, and the reported cartridge leak could not be confirmed due to unavailable lot information. It was concluded that a definitive device malfunction could not be determined and the event was not reportable as a serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.